Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited a battery longevity anomaly. On (B)(6) 2015 the device was explanted and replaced. The patient was in stable condition post surgery.